Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2016-01027 addresses the first resolution clip and manufacturer report #3005099803-2016-01028 addresses the second resolution clip. It was reported to boston scientific corporation that two resolution clip devices were used in the lower gastrointestinal tract during a procedure performed on (B)(6) 2016. According to the complainant, during the procedure, two clips were successfully deployed; however the clips failed to stay on the tissue. It appeared that the clips had not locked and the clips fell in the stomach in an open position. The clips were retrieved with forceps and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.